Event description:
A bella blanket was not applied according to the instructions for use resulting in a wrinkle that cause image artifact. As a result, the mammogram was repeated.

Manufacturer narrative:
The bella blankets instructions for use will be revised to include warnings if not applied according to instructions.